Manufacturer narrative:
(B)(4). Unk if sample is available for eval at time of this report. However, the MFR will continue to monitor and trend similar complaints.

Event description:
It was reported that "during the use the applier jammed making the stapling difficult". No pt injury reported.